Manufacturer narrative:
The device was to be returned for evaluation. Should the device be received for evaluation, a follow-up report will be filed, upon completion of an evaluation or, if any additional information becomes available.

Event description:
This is a report from the patient's caregiver indicating that the patient was found dead and was attached to the cycler 220 volt homechoice proautomated pd. During a follow up call, the nurse advised they spoke with the patient's husband who indicated he had returned home from work, and found that the patient had expired while still connected to the device. Per the husband, it appeared as though the patient had just ended therapy, as she was found at the end of the bed, as if going to disconnect from the machine. No further information is currently available. The device will be returned for evaluation.